Event description:
It was reported that the attempted left ventricular (lv) lead exhibited high impedance and high thresholds. Fracture was suspected. The lead was removed and a new lead was implanted. The new lv lead also exhibited high impedance but remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).